Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data and alarm history revealed no evidence of communication alarms. During testing, the pump powered on properly and was exercised for 24 hours with no duplicated alarms. The pump performed within specifications.